Event description:
It was reported that atrial noise was seen on the igm channel. Patient condition was fine. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.